Manufacturer narrative:
E1: a customer contact name and phone number were not provided for reporting because the event occurred during service by a siemens service technician. H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: it is currently assumed that the issue occurred because the safety lock of the spring pulley was not locked by the service engineer before replacing the spring pulley. The investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of a service issue with the luminos agile max system. It was communicated by the service technician that while he was performing a spring pulley replacement on the system, the telescope stand moved very quickly and broke the table support. This type of event may occur if the service technician does not lock the safety lock of the spring pulley before replacing the spring pulley, as indicated in the service documentation. During this event, the overhead column can move upwards with high speed and force as soon as the last screw is detached from the tube assembly. Although there was no injury associated with the complaint issue and the event occurred during service with no patient or user involvement, in a worst-case scenario, serious injury could occur if a service technician was in the path of the stand when it moved quickly with high force.